Event description:
It was reported through the filing of a lawsuit that the patient was revised on (B)(6) 2013 alleging that the femoral component (competitor) and bone cement loosened.

Manufacturer narrative:
Reported event: an event regarding femoral component (non-stryker) and bone cement (stryker) loosening involving a simplex p bone cement was reported. The event was not confirmed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that the patient was revised on (B)(6) 2013 alleging that the femoral component (competitor) and bone cement loosened.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.